Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the neonatal intensive care unit nurse troubleshooting alert 113 (reduced water temperature control). Patient temperature was 33.6c, target temperature was 33.5c, water temperature was 35c, flow rate was 1.2lpm, system hours was 298, pump hours was 270, reservoir level was 5, mixed pump command was 0 percent, heater command was 6 percent. Mss suggested to drain 500ml of water from right side drainage port in case there was a slight overfill. Nurse would watch device and would get a new one if it continued to alert 113. Mss advised that it should go to biomed for the data to be reviewed post therapy even if they finished therapy with this machine.

Manufacturer narrative:
Per investigation findings, bd has determined that the reported event was found to be user related. Hence, the MDR is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the neonatal intensive care unit nurse troubleshooting alert 113 (reduced water temperature control). Patient temperature was 33.6c, target temperature was 33.5c, water temperature was 35c, flow rate was 1.2lpm, system hours was 298, pump hours was 270, reservoir level was 5, mixed pump command was 0 percent, heater command was 6 percent. Mss suggested to drain 500ml of water from right side drainage port in case there was a slight overfill. Nurse would watch device and would get a new one if it continued to alert 113. Mss advised that it should go to biomed for the data to be reviewed post therapy even if they finished therapy with this machine. Per additional information received from biomed 19oct2022, biomed stated when turned on the device, the screen goes black. Per additional information received from biomed 21oct2022, it was stated that arctic sun device was sent to biomed issue was resolved by draining 500 ml, no reported injuries. The black screen issue was a user error, biomed was use to the model 5000 and expected the device to boot up much quicker. He powered device on 3 times while on the phone and no issue was found. Per additional information received on 02nov2022, the user error was due to inadequate training, biomed expected the device to boot up much quicker. Biomed was new to using the as6000, no device issue as stated in event description.